Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient was experiencing pain at the ipg site and ineffective therapy. In turn, surgical intervention was undertaken wherein the drg system was explanted.